Event description:
After removing the gw from the catheter, the catheter "disappeared". Pt was rushed to radiology for an x-ray. Catheter had migrated to the pt's heart. The catheter was removed through the femoral vein. The hospital would like to see a butterfly suture already attached to the midline.